Event description:
It was reported that patient had revision of arthroplasty due to infection.

Manufacturer narrative:
Catalog number and lot codes of the other devices listed in this report: cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: ehas; cat. No.: 5551-l-350, unknown patella component, lot code: lcg297; cat. No.: 5515-f-602, triathlon ps fem component, cemented, lot code: eauv. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Retained at (B)(4).

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient had revision of arthroplasty due to infection.